Event description:
Pt seen in office for device problem that involved device beeping x 5 days. Device would not change or dump & would give no charge time. Admitted 2005 for implantable cardioverter-defibrillator revision and right ventricular lead placement.